Event description:
It was reported to medtronic minimed that the customer experienced hypoglycemia. The customer also reported a possible over-delivery anomaly. The customer was treated with carbs and sweets intake. The event involved product(s) mmt-1884, mmt-7040a, mmt-342g, mmt-431ak. Troubleshooting was performed for hypoglycemia. The customer was using the auto mode/smart guard feature at the time of the event. The customer was using the insulin pump system within 48 hours of the reported event. The customer reported that the blood glucose value was 35 mg/dl, and the sensor glucose value was 195 mg/dl at the time of the event and found that there is a large difference between the sensor glucose and blood glucose. The customer was advised that the insulin pump would be replaced and advised to revert to a backup plan per the healthcare professional's instructions and place the pump in storage mode. No further patient complications were reported. The customer will discontinue use of the insulin pump. Mmt-1884 was requested, and the customer's response was that the device would be returned. No product return is required for mmt-7040a. No product return is required for mmt-342g. No product return is required for mmt-431ak.

Manufacturer narrative:
This is 1 of 2 medwatch reports regarding this event. This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Inserted a test sc1-cap into the retainer ring, and it locked in place properly. The pump was received with a battery cap. The contact was properly attached, and the weld spots holding it in place were still intact. The pump passed the displacement, rewind, prime/seating, basic occlusion, force sensor, occlusion, self, and displacement accuracy tests. No under or over delivery anomalies were noted during testing. Attempt to upload the pump¿s history and trace files using thump was successful. Attempt to upload the patient¿s data using carelink was also successful. Although the adapt tool does list some delivery related alarms/alerts, they all occur after the event date. The adapt tool does not list any motor related pump errors or any pump errors that could potentially trigger a critical pump error (open book image) whatsoever. The case was cut open. Did not note any signs of previous moisture presence or corrosion inside the battery compartment or on any of the boards, assemblies, and the motor inside the pump. In summary, the customer¿s report of over delivery was not confirmed during testing. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.